Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule, which failed to attach though it fell off when it was gently touched. There was no harm to the patient, no intervention was required, and this was the second time the procedure has been attempted. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus had a stricture. A small amount of lubrication was used to facilitate placement of the capsule and the delivery system and the capsule will be returned for investigation.

Manufacturer narrative:
Evaluation summary: this report is based on information provided by medtronic investigation personnel. One bravo capsule and one bravo delivery device were received for evaluation. The returned sample met specification as received by medtronic. The investigation found the device to function normally and within specifications. A review of the device history records indicated that this serial/lot number was released meeting all specifications as manufactured. The bravo delivery system was investigated visually for external damage according to: failure analysis of contaminated returned capsules. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: this report is based on information provided by the complaint tracking system. According to cs text in (B)(4) a product sample of bravo delivery capsule was provided by customer to medtronic cs at (B)(4) site unit but was not provided to (B)(4) investigation team. There is no enough information to determine if product whether or not product meet spec. Since no sample arrived at (B)(4) for investigation. Visual inspection cannot be performed. The customer reported that they had a capsule which failed to attach though it fell off when it was gently touched. There is no enough information to determine if product whether failure has been confirmed or not. The investigation did not determine the issue cause, since the sample did not arrived to (B)(4) site. The investigation did not determine the cause of the reported issue. If information is provided in the future, a supplemental report will be issued.